Event description:
It was reported on 01/20/2025 that the patient experienced a skin reaction one day after the wearable was inserted into the abdomen. On approximately (B)(6) 2025, the patient experienced a skin reaction with itching, and redness, extended beyond the patch perimeter. A photo of the skin reaction in the complaint record was reviewed. The photo shows redness and edema extending far beyond the sensor patch area, covering all the skin visible in the picture. It was confirmed that the skin reaction was going up to the chest but did not spread towards the legs. There was no treatment documented. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.